Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. (B)(6). The patient mentioned a suspected wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and experienced deflation on the left breast implant. Patient confirmed no trauma. As a result, the patient will undergo removal on (B)(6) 2020.

Manufacturer narrative:
On 2/13/2020, as per confirmation from the product analysis laboratory (pal), in (B)(6), we have received device that was manufactured by mcghan medical, non mentor implant. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/23/2020, it was discovered that the devices received on 1/23/2020 were mcghan devices, therefore, they were non mentor devices. Therefore, no product failure analysis can be conducted and no determination of possible contributing factors could be made. No corrective action is warranted at this time. As a result, we are closing this investigation. The replacement devices were mentor smooth round moderate plus profile 475cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced breast pain on the left side. Manufacturer¿s reference number: (B)(4).